Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
A communication error between the c-arm and the workstation was reported, and the system was displaying a precharge voltage error message. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.